Event description:
It was reported that during the transseptal procedure, the baylis wire was unintentionally advanced into the patient's aortic root. The caller stated that the patient had an underlying dilated aortic root (measured 4.6 cm), so the physician positioned the transseptal needle and wire into a more posterior approach. The transseptal wire was noticed under intracardiac echo (using the (B)(6) soundstar catheter) to not be in the left chamber but in the aortic root. A drop in the patient's arterial line blood pressure was noticed. The patient was under general anesthesia. The ablation procedure was aborted, the patient was treated with "pressure support" and heparin reversal agents. The patient was still intubated and sent to the surgical ICU with stable blood pressure. When removed from the lab they were stable and on "minimal support." A cartosound map had been created with the (B)(6) soundstar catheter from the right atrium, prior to the transseptal procedure. A webster cs catheter was also in place in the coronary sinus. Bsx farapulse pfa system was intended for use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).